Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate unk. Procedure: unk. Cathplace: unk. Please reference: (2026095-2013-00008/(B)(4)). Complaint received alleging injury after painbuster pump was used in rotator cuff surgeries on (B)(6) 1999 and (B)(6) 2000.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the info contained in this report is from djo, llc former distributor. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. Conclusion: I-flow is trying to obtain add'l info. If add'l info is received, I-flow will submit a f/u report.